Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a spike in impedance values which resulted in high impedance. It was also reported that threshold values were increasing. The lead was capped and replaced. No patient complications have been reported as a result of this event.